Manufacturer narrative:
H6: investigation conclusions code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (excluder). On unknown date, enlargement of the aneurysm (unknown size) including the proximal neck was observed. The proximal neck diameter was larger than the 31 mm of the stent graft diameter. On (B)(6) 2023, an open conversion was performed, all excluder devices were explanted. A bifurcated graft was implanted. The patient tolerated the procedure. The physician stated that a small amount of type ii endoleak from a lumbar artery remained, which probably was the cause of the enlargement. Reportedly, no proximal type I endoleak was observed during the open conversion. The proximal neck diameter was larger than 31 mm, however, diameter of blood flow was less than 31 mm. The stent graft was sealed at the proximal neck with thrombus on the vessel.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.